Manufacturer narrative:
Correction: right and left device serial and lot number mistakenly switched in initial submission. Additional information received on 4/28/2020, indicated that patient ethnicity is caucasian, date of event was on (B)(6) 2019. The issue of drainage from incision only occurred on the left side. Doxycycline, and keflex used for the treatment. The procedure patient had was primary augmentation. No issue with the right side. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 10 2021 additional information received indicated that the patient also experienced capsular contracture grade iii-IV. The side is unknown.the doctor gave the patient singulair but it didn¿t work. This report is for the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that the patient right side has capsular contracture grade IV. As a result she is scheduled for implant replacements on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast augmentation with mentor memoryshape¿ mh 555cc silicone breast implants which the report indicates that the patient experienced infection after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.

Manufacturer narrative:
On september 30, 2021 additional information received indicated that the right side had the issue with capsular contracture grade IV. As a result patient underwent right- capsulectomy and exchange with cat#: 3341352, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Therefore mentor used the received devices as suspect devices .two devices were received with the lot#: 6870228, cat#: 3505504bc. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 550cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).